Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for menstrual products.

Event description:
Event verbatim [preferred term] severely burned on my stomach from these wraps [thermal burn] , it burned my skin off [skin exfoliation]. Case narrative:this is a spontaneous report from a contactable consumer from a pfizer sponsored program thermacare power reviews. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual) (no lot number available), from an unspecified date at unknown frequency for menstrual pain therapy. The patient medical history and concomitant medications were not reported. It was reported that "I will never use these wraps again. I was severely burned on my stomach from these wraps. They were on less than 8 hours and it burned my skin off". The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. As of 11jan2019, according to the product quality complaint group: sample status: not available. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for menstrual products. Follow up (11jan2019): new information received from the product quality complaint group includes investigational results. Follow-up (12feb2019): new information received from the product quality complaint group includes additional product investigational results. Company clinical evaluation comment: based on the information provided, the events of thermal burn and skin exfoliation as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn and skin exfoliation as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Severely burned on my stomach from these wraps [thermal burn] , it burned my skin off [skin exfoliation]. Case narrative: this is a spontaneous report from a contactable consumer from a pfizer sponsored program thermacare power reviews. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), from an unspecified date at unknown frequency for menstrual pain therapy. The patient medical history and concomitant medications were not reported. It was reported that "I will never use these wraps again. I was severely burned on my stomach from these wraps. They were on less than 8 hours and it burned my skin off". The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. As of on (B)(6) 2019, according to the product quality complaint group: sample status: not available. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow up (11jan2019): new information received from the product quality complaint group includes investigational results. Company clinical evaluation comment based on the information provided, the events of "burned my skin off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "burned my skin off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] severely burned on my stomach from these wraps [thermal burn], it burned my skin off [skin exfoliation]. This is a spontaneous report from a contactable consumer from a pfizer sponsored program thermacare power reviews. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date for menstrual pain therapy. The patient medical history and concomitant medications were not reported. It was reported that "I will never use these wraps again. I was severely burned on my stomach from these wraps. They were on less than 8 hours and it burned my skin off". The action taken for the product and events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burned my skin off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burned my skin off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.